Event description:
On (B)(6) 2014, the reporter contacted animas alleging that on (B)(6) 2014 the patient experienced a low blood glucose (bg) of 38mg/dl and was treated in the emergency room with IV fluids. The patient reportedly discontinued insulin pump therapy at the recommendation of the healthcare provider (hcp). Reportedly, the patient and hcp have both lost confidence in the pump. Troubleshooting indicated that the total daily dose history showed 0.0unit bolus on the date of the incident and only two boluses the morning prior to the incident. The patient reportedly insisted that he bolused throughout the day on both (B)(6) 2014, but that the boluses did not show in the bolus history. This complaint is being reported based on the allegation that the patient experienced hypoglycemia requiring medical intervention associated with an allegation of inaccurate delivery from the pump.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2014 with the following findings: a review of the pump histories did not find any errors, alarms, or warnings associated with the complaint. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. A 10unit normal bolus and a 10unit audio bolus were performed successfully and both were accurately recorded in the pump history. The complaint could not be duplicated on investigation. Unrelated to the complaint, investigation revealed that the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.